Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise that led to inappropriate anti-tachycardia pacing (atp) therapy. Loss of capture (loc) and multiple non-sustained ventricular tachycardia (nsvt) episodes were noted. Reprogramming was performed to prevent further inappropriate therapy. Further investigation by the local sales representative reported that there were recent high out of range (oor) impedance measurements recorded. Subclavian crush was suspected. Additional follow-up with the patient was performed at which noise was replicated with an additional high oor pace impedance measurement. Reprogramming was performed and patient scheduled for a lead revision. No adverse patient effects were reported. Additional information was received that a revision procedure was performed to replace the pace/sense portion of the right ventricular (rv) lead. X-ray and fluoroscopy was performed that confirmed no fracture on the lead; however, slight uncoiling was noted on the proximal portion of the proximal defibrillation coil near the superior vena cava. The rv lead was partially removed and a new pace/sense lead was successfully implanted. The device remains in service and the rv remains implanted for defibrillation purposes. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.